Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacture's specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u63) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.